Event description:
The customer reported yellow striped tubing came off at (quick disconnect) qd421 on the unicel dxh 800 coulter cellular analysis system and bloody fluid leaked (3-4 ml) below the barcode reader and around the amtc (air mix temperature control) module. The yellow striped tubing is the drain line that attaches to the rinse block that cleans the probe. This line goes from the rinse block to qd421 and came loose where it attaches to qd421. The fluids that may be associated with this incident are blood, controls and diluent during normal operation; cleaner during shutdown. The operator was wearing personal protective equipment (ppe) consisting of gloves, eye protection, and lab coat at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The customer did not review the msds, however, the facility does have an exposure control / risk management plan in place. On (B)(4), 2012 the field service engineer called customer and confirmed that customer was able to put tubing back on. The customer requested service as a follow-up to verify the troubleshooting performed. On (B)(4) 2012, the fse visited the customer and confirmed the customer had run controls and had been running patients all day. No further issues were identified.

Event description:
(B)(4)

Manufacturer narrative:
The cause for the leak was yellow striped tubing coming off at (quick disconnect) qd421. (B)(4).

Manufacturer narrative:
(B)(4)